Event description:
The complainant reported an over-delivery. The intended delivery was 200 ml at a rate of 100 ml for two hours; however, 250 ml had been administered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott nutrition product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.